Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. On (B)(6) 2024, mild growth of e-coli in urine culture was noted. Unspecified drug therapy was provided and the event recovered/resolved without sequelae as of (B)(6) 2024. This was reported as possibly related to the study device and unlikely related to the study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Country of event? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received. Adverse event term: swollen abdomen. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: mild. Is the adverse event serious? No. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: causal relationship. Relationship to primary study procedure: causal relationship. Intervention/treatment: none: yes. Outcome: recovered/resolved without sequelae. Did this event result in the patient¿s discontinuation of the study? No. Adverse event term: urinary urges. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: mild. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: possible. Relationship to primary study procedure: possible. Intervention/treatment: drug therapy: yes. Outcome: recovered/resolved without sequelae. Did this event result in the patient¿s discontinuation of the study? No. Adverse event term: urinary urges. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: mild. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: unlikely. Relationship to primary study procedure: unlikely. Intervention/treatment: none: yes. Outcome: recovered/resolved without sequelae. Did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: lease provide the patient's demographic information including gender, weight, bmi at the time of index procedure: female, weight? Bmi? Female, 65 kg, bmi 23,6. Name of index surgical procedure? Sui. The diagnosis and indication for the index surgical procedure? Diagnosis: sui, index. Surgical procedure? Sui (B)(6) 2024 were any concomitant procedures performed? No. Other relevant patient history/concomitant medications? No. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, prophylactic antibiotics dalacin 24 hours dose 150 x 4 mg please describe any medical intervention performed including medication name and results? Urine sample, urine culture showing e-coli bacteria. Selexid 200 mg 1x3 for 5 days, unclear result. Dactacort, unclear result. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Much better, still a little itchin. Recovered/resolved without sequelae. Country of event? Sweden. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Updated information received: adverse event term: urinary urges. Relationship to study device: possible to not related. Relationship to primary study procedure: possible to not related. If the event is marked as being related to the procedure, indicate which procedure the event is related to: index to blank. Adverse event term: urinary urges. If the event is marked as being related to the procedure, indicate which procedure the event is related to: index to blank. Relationship to study device: unlikely to not related. Relationship to primary study procedure: unlikely to not related. Adverse event term: swollen abdomen. Relationship to study device: causal relationship to possible. Relationship to primary study procedure: causal relationship to possible. Adverse event term: growth of e-coli in urine culture. Relationship to study device: possible to unlikely.